Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. Please note that while the sensor kit expiration date is 31-jul-2022, the customer did not specify the date of the medical event. Therefore, it is unknown if customer was using sensor past its shelf life/expiration date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer required third-party treatment of either juice, sugar, and/or food. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer required third-party treatment of either juice, sugar, and/or food. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data using approved software, sensor was found to be in state 8 (error termination). Observed clinical and historical data logs contained errors. Sensor terminated within the first 6 hours of the sensors life. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at the time of the application. Issue is not confirmed due to tail not being properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer required third-party treatment of either juice, sugar, and/or food. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.